Event description:
It was reported that during a craniotomy procedure using stryker nav3i and cranial map, the warning light on the touch screen was blinking yellow and the system froze. It was reported that this occurred immediately after the system was unplugged from the network after importing the images needed to perform navigated surgery. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was successfully completed with navigation.